Event description:
It was recorded that this cardiac resynchronization therapy defibrillator (crt-d) inappropriately recorded a signal artifact monitoring episode (sam) due to atrial fibrillation. Additionally, pacemaker mediated tachycardia (pmt) episodes were recorded. Furthermore, anti-tachycardia pacing (atp) therapy and two shock were inappropriately delivered. The device's algorithm successfully terminated the episode of pmt. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.